Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the still have not received their replacement adc meter. The initial reason for the replacement was due to initial adc meter not turning on by button or by the test strip. As a result of the customer not having a mode to test their blood glucose levels, on (B)(6) 2019, the customer experienced symptoms of hyperglycemia, seizures, and a loss fo consciousness and was taken to the hospital where they were treated with an injection of insulin (dose unknown,) for hyperglycemia. There was no report of death or permanent injury associated with this event.